Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. Upon receipt the electrode belt and monitor were both fully functional. While in use, the device functioned as designed. Device manufacturer date/usage of device. Monitor sn (B)(4): 04/2013 - reuse. Electrode belt sn (B)(4): 02/2014 - reuse.

Event description:
A us distributor contacted zoll to report that a (B)(6) female patient passed away on (B)(6) 2014. The patient passed away on her way to dialysis while reportedly wearing the lifevest. The patient's husband reported that the patient was already gone before the device started to alarm. The ems were notified. An arrhythmia was detected at 15:40:29 and the ECG shows ventricular tachycardia (vt) at 131 bpm with motion artifact. The detection stopped at 15:40:55. An arrhythmia was detected at 15:41:15 and the ECG shows ventricular fibrillation (vf) with varying amplitude. The device fell below the programmed rate threshold (150 bpm) and did not remain in detection. Detection stopped at 15:42:13. The electrode belt was then disconnected at 16:47:58. The device properly detected vt and vf. However, due to the heart rate falling below programmed rate threshold, the device was unable to treat the patient.